Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced urinary incontinence, return of cystocele, lethargy, constipation, pelvic pressure, fullness, urinary urgency, abdominal pain, diarrhea, decreased libido and nocturia. An excision of the mesh was performed.